Manufacturer narrative:
Device history lot manufacturing location: monument. Manufacturing date: 07-dec-2016. Expiration date: 30-nov-2026. Part number: 04.037.055s, 10mm/130 deg ti cann tfna 340mm/left ¿ sterile. Lot number: h245715 (sterile). This lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Visual inspection performed at customer quality observed broken nail which is consistent with the reported complaint condition. The breakage was observed at lock prong assembly interface. Furthermore a minor crack was observed around the locking mechanism interface in the vicinity of breakage which indicates that the observed malfunction would have started with a crack that led into breakage in the adjacent regions. No further issues were identified. Review of the device history record showed that there were no issues at the time of manufacturing of this device and its sub components including raw material used that would contribute to the complaint condition. Due to tapered dimensional diameter on the broken region accurate dimensional analysis could not be performed. No definitive root cause was able to be determined from the available information. However, based on the breakage pattern observed during investigation, it is likely that any excessive force during post-op activities could have resulted in complaint condition. During the investigation no design or manufacturing discrepancies were observed that may have contributed to the complaint condition. Review of the device history records showed no issues identified during the manufacture of the products that would contribute to this complaint condition. No product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event reported as 2018; exact date is unknown. A review of the device history records has been requested. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the trochanteric fixation nail advanced (tfna) nail was found broken. Issue was discovered when patient experienced fracture instability. The tfna nail was implanted on (B)(6) 2018. The patient underwent a removal surgery of the broken nail, helical blade and screws on (B)(6) 2018 and was revised to an unconventional implant. The surgical procedure was successfully completed. There was no patient consequence reported. Patient outcome reported as stable. Concomitant device reported: helical blade (part # unknown, lot # unknown, quantity 1), 5.0mm ti locking screw 52mm (part # 04.005.542, lot # l431257, quantity 1); 5.0mm ti locking screw 40mm (part # 04.005.530, lot # l278144, quantity 1). This report is for one (1) tfna nail. This is report 1 of 1 for complaint (B)(4).